Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low impedance, high capture thresholds and a sensing anomaly. The lead was explanted. No patient symptoms were reported.